Manufacturer narrative:
H3: device not returned to manufacturer. No investigation or root cause analysis could be conducted given that no complaint sample was returned. On review of historical complaints this complaint is one of two complaints reported for leakage caused by damaged dispensing blunt and malfunctioning dispenser. As a correction, the damaged blunt was replaced and the dispenser was replaced and rebuilt. Given that no product has been provided, and the investigation could not confirm whether a quality-related issue has resulted in the customer reported problem, the root cause could not be defined with confidence, however, it is highly probable to be related to a previous complaint. As a correction, awareness training was made to operation personnel, and the issue will be monitored for threshold or escalation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that blood spilled out of the back of the plastic part of the IV catheter. This is typically closed. The IV was not unscrewed from the hub. There was no blood exposure on the employee's skin/mucous surface. There was patient involvement, and no patient harm/adverse event reported. The product is not available for return as the affected device has been discarded into sharps.